Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised for an unknown reason.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
The devices involved were reviewed for compatibility with no issues noted. Review of the device history records for the articular surface identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Past surgical history states patient previously had right knee anterior cruciate ligament reconstruction. Primary operative notes state the patient underwent right total knee replacement due to post-traumatic osteoarthritis. The notes state that a screw from the previous surgery had to be removed so that it would not interfere with the femoral component. The screw was removed without complications. Range of motion showing no patellar subluxation was noted after implantation of the final components. The post operative x-ray report indicates the knee was in good alignment and position. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.